Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was massive crack on insulin pump. Customer blood glucose level was 8.9 mmol/l. Customer also stated that there was massive crack on drive support cap at bottom of insulin pump. The device will not be returned for analysis.

Manufacturer narrative:
Device received with detached/broken end cap. Unable to perform any testing including the displacement, due to detached/broken end cap. Device received with loose drive support disk, cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.